Event description:
It was reported that a patient's right ventricular (rv) lead presented with intermittent capture and high capture threshold. Programming changes were made. There were no patient consequences.